Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Several attempts to obtain additional information regarding device status have not been successful. If pertinent information is provided in the future, a supplemental report will be submitted. New information was received, indicating that this device was surgically explanted. No additional adverse patient effects were reported. The current location of the explanted device is believed to be discarded. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to update b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (describe event or problem), d6b (explant date), h1 (type of reportable event), h2 (follow-up, what type) h6 (impact codes), h7 (remedial act, type), and h11 (additional MFR narrative). This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.